Event description:
The customer reported the system displayed an overload fault during high kv fluoroscopy exposures. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.